Manufacturer narrative:
Additional information: upon completion of the investigation, it was noted that: this complaint was closed on (B)(4) 2014, as 'no complaint sample returned for evaluation'. Complaint sample received from the affiliate on (B)(4) 2014. This complaint was reopened on (B)(4) 2014, to enter the evaluation results received from the supplier. The supplier performed this evaluation. During the evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the millar sensor, catheter material or connector. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 8/28/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. Based on the above evaluation, the supplier was unable to confirm the complaint.

Event description:
Additional information from the affiliate stated: on (B)(4) 2014 additional information from the affiliate stated: I am not sure if I understand your question correctly, as far as I understood it, the transducer was replaced and a new one was used instead. (B)(4) answer to your question is that yes, transducer was implanted to brain (skull bolt kit). It worked for less that 5 minutes and then stopped working (showing too high icp). First attempt to correct the failure was changing the microsensor and the interface cable. That did not work, so they removed the transducer and implanted a new one. Afterwards they got the reasonable reading on the icp with a new transducer. On (B)(4) 2014 please be advised that it has been communicated that the alert date for this complaint is (B)(4) 2014. Please see the below affiliate response. As far as I know the dates are correct, and the reason for being late is that our procedures was not followed correctly, we will follow up on this internally. As for which country this relates too, you are correct in that this is a complaint for finland, however I was instructed to always put sweden as country, regardless. Perhaps that is incorrect? If so I will make sure I use the correct company/country in the form in the future. On (B)(4) 2014, affiliate replied to late notification response, "hi (B)(4), I hereby confirm that I have read and understood the attached document. This incident will be followed up internally and we will log a nc report. The information in the document will be passed on to the involved sales rep, however, the entire document will not be forwarded as our local procedures require them to report an event within 24hrs of becoming aware of an potential complaint. Best regards (B)(4). (B)(4) 2014 affiliate reported that during our local nc investigation we discovered that this is not a late complaint, rather a misunderstanding and a double report. This was first reported under (B)(4), then due to miscommunication, it was later filed by me again, under (B)(4).

Event description:
The affiliate reported: icp transduser worked for only less than a minute. Staff changed monitor and cable first and it did not work (showed high pressure). After changing a new icp transducer everything worked fine. So problem in this icp transduser. (During use on patient)

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.

Manufacturer narrative:
Upon review of complaint closure (B)(6) 2014; it was noticed that the return date was not completed. This complaint is considered closed.

Event description:
Note that: this complaint was closed on (B)(6) 2014, as 'no complaint sample returned for evaluation'. Complaint sample received from the affiliate on may 08, 2014. This complaint was reopened on (B)(6) 2014, to enter the evaluation results received from the supplier.